Event description:
It was reported the patient began experiencing drowsiness and lethargy due to a suspected overdose following pump replacement. The hcp was having problems aspirating the catheter, so an attempt was made to push fluid through the catheter and it went through, likely giving the patient a bolus. The pump was stopped and the patient was treated with narcan for the overdose. Add'l info has been requested from the hcp, but was not available on the date of this report.